Manufacturer narrative:
The service call was cancelled by the customer. A third party service replaced the sram. They said the system was working as intended. A follow up report will be filed when add'l details become available.

Event description:
It was reported that the 9600 system would not function. No pt injury was reported.